Event description:
A vaxcel pasv mini port had been placed for therapeutic purposes in the year 2003 (month and day of implantation unknown). During patient treatment performed in 2006, the clinicians observed a fracture of the catheter located distal to the locking collar of the device port. The fractured piece had totally detached and was located in the superior vena cava of the patient. The clinicians successfully removed the fractured portion of the catheter from the patient with the aid of a snare. The patient's condition has been reported as good, with no adverse affect to the patient as a result of the reported problem. The complainant indicated that a replacement device has not yet been placed in the patient as a result of hospital scheduling difficulties.